Event description:
It was reported that the day post implant the right atrial (ra) lead had inadequate sensing, unstable thresholds, no capture and had dislodged. It was also reported that placement difficulty of this lead occurred during the implant due to the patient's anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.